Event description:
The pt stated she had high blood glucose of 416 mg/dl and she found that her infusion tubing had separated at the luer lock. She stated that she changed her infusion tubing and bolused to lower her blood glucose. She stated that she had high blood glucose symptoms of nausea and thirst. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.